Event description:
On (B)(6) 2009, pt reported that on (B)(6) 2009, he was inserting a new insulin cartridge and the rubber on the infusion adapter began to shred. Pt states when he grips the infusion adapter to turn the insulin cartridge the rubber starts peeling off. Pt reported he has never changed the infusion adapter. Pt states the infusion adapter is the original one that came with the infusion device, which he has had for 6 months. Advised to change infusion adapter every 10th insulin cartridge change. Pt reported that as a result of the infusion adapter wearing down insulin has begun to leak through the adapter causing insulin to fill the infusion cartridge compartment. Pt states about 2 weeks ago he was walking and held his infusion device up in the air and noticed the insulin in the infusion compartment. He states he generally takes a cotton swab to wipe the insulin out from the infusion cartridge compartment. Pt reported it was enough insulin where he could not see the numbers on the outside of the infusion device. He states it was a large amount of insulin that seeped inside the infusion cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.